Event description:
Additional information confirmed the coupling issue and reported that the implantable neurostimulator (ins) was changed on (B)(6) 2015. It was noted that the patient was hospitalized from (B)(6) to (B)(6) 2015. The event was assessed as serious by the investigator and was related to the device and not to the procedure. The patient was reported as doing well and had no symptoms. The event was noted as "solved" as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there were no symptoms during the event.

Event description:
It was reported there was a technical problem in the charging equipment. The loading time is very long because the coupling of the stimulator/charger is very poor. It was unknown if any action was required. The physician believed the battery was changed for the programmer without any result. The programmer was noted to be discarded. There were no patient signs or symptoms associated with the event. No outcome was noted. Additional information reported the patient was given another recharger and was still unable to recharge. Outcome was still unknown, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
The previously reported conclusion codes have been updated.